Manufacturer narrative:
Continuation of d10: product ID b3300542 serial# (B)(6): product type lead product ID b3300542m serial# (B)(6): product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the only action/intervention was to suspend therapy in (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6), explanted: (B)(6) 2025, product type lead product ID b3300542m lot# serial# (B)(6), explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system was explanted and replaced on (B)(6) 2025.

Event description:
It was reported that the patient experienced loss of therapeutic effect. Actions or interventions included reprogramming on (B)(6) 2023 and on (B)(6) 2024. The event outcome is ongoing. Therapy was suspended on (B)(6) 2024. The patient experienced worsening of tremor on (B)(6) 2023. The etiology was probably related to the device or therapy, not related to the implant procedure. Worsening of tremor multidisciplinary consultation meeting report on (B)(6) 2025 no factual explanation for the loss of efficiency of equipment and for the absence of side-effects caused by high current intensity. Following on (B)(6) 2025 high current intensities are expected to cause at least transient paresthesia sensations at the time of adjustment, but no induced side effects. Additionally, there was ongoing high amplitude. No actions were taken to resolve the event. Etiology was possibly related to the device/therapy, not related to the implant procedure, other etiology unknown. Additional information was received: it was reported that they tested the different stimulation pads of each of the two electrodes with different pulse durations and frequencies, increasing the intensity up to 5 ma without triggering the slightest side effect. Additional information was received: it was reported that they believed the cause of the issue was a "stimulator inefficiency."

Manufacturer narrative:
Continuation of d10: product ID: b3300542, lot#serial#: (B)(6), product type: lead, product ID: b3300542m, lot#serial#: (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d.10.: product ID: b3300542, serial# (B)(6), product type: lead. Product ID: b3300542m, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that polygraphic recording of the box and intracerebral recording during short stimulation pulses had shown the device generates high-frequency stimulation, and that the output current is properly captured by the leads on both sides.